Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the device was received with a scratched front cover, quick connect was broken off the enclosure, line cord faded and worn. Water was leaking from the drain tube fitting. The complaint was confirmed. What caused the broken quick connect could not be established. Problem source was listed as user interface, usage and handling. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced quick connect, line cord, front cover. Performed preventative maintenance, changed o-rings and replaced reservoir gasket. Device passed functional testing after the completed repairs.

Event description:
It was reported that the housing of the fluid warmer was leaking. The device was not in patient use.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.